Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented remotely. Upon review, the pacemaker exhibited under-sensing and over-pacing in the ventricular chamber. No intervention was made. The patient's status was unknown.